Event description:
It was reported that during the procedure, the tip of the driver fractured and remains embedded in the implanted end cap.patient outcome: no adverse effect reported as a result of this event.